Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose levels, with a reading of 37 mg/dl. The caller stated that the customer's hcp had previously adjusted the customer's basal rates due to low blood glucose levels. The caller stated that he will be contacting the customer's hcp again to review the settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.